Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had increased charging duration and frequency. The patient underwent an ipg replacement procedure and was doing well with excellent coverage postoperatively. The explanted ipg was not returned.